Event description:
It was reported that the plaintiff was "implanted with the ams monarc transobturator tape" on "(B)(6) 2006, to treat her pelvic organ prolapse and stress urinary incontinence." The plaintiff's attorney alleges that the plaintiff experienced "significant mental and physical pain and suffering, has sustained permanent bodily injury and will likely undergo corrective surgery, has suffered financial or economic loss." The plaintiff's attorney also alleges that "the ams products corroded inside of plaintiff", which "rendered the device defective."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.